Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was returned and no anomalies were found.

Event description:
It was reported that the patient was having a wide complex ventricular tachycardia that at times was being double counted by the device and was treating this as ventricular fibrillation, which caused shocks to the patient. The plan was to do defibrillation threshold and try integrated bipolar sensing to see if this would resolve the double counting. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was having a wide complex ventricular tachycardia that at times was being double counted by the device and was treating this as ventricular fibrillation, which caused shocks to the patient. The plan was to do defibrillation threshold and try integrated bipolar sensing to see if this would resolve the double counting. The device remains in use. No patient complications have been reported as a result of this event. Additional information indicated that the device was explanted and replaced.